Manufacturer narrative:
(B)(4). Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report of an infusor that did not flow before patient therapy. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.